Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the merlin transmitter did not power up after lightning struck the patient's home. The transmitter did not power on even after moving to a two different power outlets. The device would no longer be used and replaced.